Manufacturer narrative:
(B)(4).

Event description:
Procedure type : exploratory lap according to the reporter: according to tech, gia knife blade deployed but no staples were fired.***additional information received via email***where was the gia used? Bowel what was done to address the product problem? Over-sewed the transection . Was reinforcement material used? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected. Was the damage irreversible? Was there blood loss of 500cc or more due to the product problem? Did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Did anything fall into the patient's cavity? If so, was it retrieved? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) How is the patient currently? Fine